Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. In the event that an unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of the investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the detachment of the adc device after day 1 of wear. As a result, on (B)(6) 2022, the customer experienced sweating and trembling and had a loss of consciousness and was brought to the hospital and provided nasal baqsini by a nurse for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.